Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope experienced the water nozzle draining poorly after cleaning, and suspected pipe defects. It was unknown when the event was identified. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the scope nozzle was clogged , water removal ability did not meet the standard value. Due to deformation of the up/down (u/d) knob, water tightness was lost. Due to adhesive peeling on the bending section cover (a-rubber), insulation resistance value at distal end did not meet the standard value. Due to wear of angle wire, bending angle in the up direction did not meet the standard value. Due to the wear of angle wire, the play of u/d knob was out of the standard value. Due to deformation on the bending tube, angulation skips during angulation in the u/d directions. Adhesive on a-rubber had a chip. The lock engagement knob had a scratch. The lock engagement lever had a scratch. The switch 1 button had a scratch. The channel tube (ch-tube) had a scratch. The plastic distal end cover had a scratch. The connecting tube had a scratch. The image guide protector had a scratch. The scope connector cover had a scratch. The paint on the suction cylinder (s-cylinder) was peeled. The up/down knob had a scratch. The right/left knob had a scratch. The flexibility adjustment ring had a scratch. The universal cord had a scratch. The grip had a scratch. The control unit had a scratch. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.